Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned for evaluation.

Event description:
It was reported that the customer was hospitalized while wearing the infusion set. The caller reported that the user did not correctly attach the infusion set to the insulin cartridge, which resulted in an insulin leak. The customer experienced elevated blood glucose symptoms of vomiting, confusion, and became unresponsive. The customer was transported to the hospital. The customer's blood glucose levels were high, but exact values were not provided. At the hospital the patient remained on insulin pump therapy and was also put on a drop. The caller reported there was no product defect, only that the infusion tubing was not correctly attached to cartridge. The customer was hospitalized from (B)(6) 2020 to (B)(6) 2020.